Event description:
Related manufacturer reference number: 3006705815-2023-06117. It was reported that the device was unable to enter MRI mode. Lead diagnostics showed that lead 1 had high impedances < 3000 ohms on contacts 1 and 4-8. It was noted that patient fell many times and was also in a motor vehicle accident in (B)(6) 2023. Surgical intervention was undertaken, and during procedure it was noted that lead 1 was fractured and lead 2 had migrated. Both leads were explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.